Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. Two weeks later, the pt claimed to have obtained blood glucose readings that were high compared ot her expected values. The pt did not provide the reading. Based on the meter reading, the pt took an extra two units novolog insulin plus her usual dose of 20 units lantus insulin. Two hrs later, she experienced the symptom of shaking. The pt did not seek medical attention. The pt also reported the readings of 72 mg/dl, 134 mg/dl and 267 mg/dl, obtained in two days. Troubleshooting revealed the meter's unit of measure setting was correct. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on a meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.